Event description:
Writer was assigned to first shift duties in the emergency department when the following incident took place. I was alerted by md that they were attempting to get an istat reading for blood on a patient and the istat was expired, which caused a delay in care for the patient. This patient was a cardiac arrest patient and care would have been determined based on the reading of the istat. At this time, respiratory therapy is supposed to check all of the istat machines to make sure they are in proper working order.